Event description:
It was reported that the patient underwent an inflatable penile prosthesis replacement surgery as the tubing from cylinders to pump was broken. The ipp device was removed and replaced. No patient complications were reported.